Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04224. It was reported the patient was feeling residual stimulation after the scs system was turned off. The sjm representative met with the patient and removed all programs and turned off the magnet mode in order to determine if the residual stimulation continued. It was reported the patient continued to experience stimulation with the removal of the programs, and the physician wanted to undertake surgical intervention to replace the ipg. The patient did not want to pursue surgical intervention at the time, so there was no immediate intervention planned.